Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to emergency room and eventually got hospitalized on (B)(6) 2019 due to diabetes ketoacidosis. The blood glucose was over 1000 mg/dl and have symptoms like nausea, vomiting, confusion, high sugars, rapid breathing and altered mental state. The patient got treated with insulin drips and intravenous fluids. No further information available.